Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a maxforce biliary catheter balloon was used during a dilation in the common bile duct (cbd) procedure on (B)(6) 2012. According to the complaint, during the procedure, as the balloon was attempted to be inflated; however, it would not generate pressure. Upon removing the device, it was noticed that there was a leak in the balloon material. It was reported that there were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned device showed that there was several kink in the catheter, getting more severe towards the distal end of the device. Functional analysis showed that the balloon was unable to inflate due to a pinhole in the balloon material. The reported defect of balloon leak was confirmed, as there was a pinhole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient weight is unknown. (B)(6). (B)(4). Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a maxforce biliary catheter balloon was used during a dilation in the common bile duct (cbd) procedure on (B)(6) 2012. According to the complaint, during the procedure, as the balloon was attempted to be inflated; however, it would not generate pressure. Upon removing the device, it was noticed that there was a leak in the balloon material. It was reported that there were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.